Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the doctor didn't know the cause of an electrode going out. The device was programmed around this electrode, but the issue was not resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient did not have the "most impactful trial" and that the permanent implant was better but not where the patient wanted it to be and wanted more relief. Caller stated that patient had been systematically working through all the programs with the provider. Caller stated they met with patient today and upon checking impedances, on the summary screen, contact 0 showed orange. However, caller didn't click into contact 0 to see what the numerical ohms values were. Caller stated they gave patient several custom programs to try, avoiding contact 0 and turned off visibility to all the manage by fact programs that include contact 0. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) suggested imaging of the system and monitoring patient symptoms with the reprogramming done today. Tss reviewed that if reprogramming isn't successful, a lead revision may be needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated per new known event guidance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.